Manufacturer narrative:
Patient information was requested and the customer did not provide the information.

Event description:
The customer reported the touch screen is offset despite re-calibration.the customer reported there was patient involvement with no harm to the patient.